Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line and did not detect an open door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, air in line was not reproduced. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification upstream sensor. The ultrasonic sensor requires replacement to address this issue. During functional testing, 'pump not detecting that the door was open' was not reproduced. The reported condition was verified. The cause of the condition was determined to be a binding link. The link and link switch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.